Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding the event that occurred during an fracture treatment and stabilization of the spine procedure for a patient diagnosed with vertebral body fracture. It was reported that the vertebral body replacement could not be locked. Medtronic product was explanted, and additional procedure of vertebral body replacement was done using non-medtronic product. Product will be returned, and it was replaced with a non-medtronic product. No patient injury / complication is reported.